Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be peeling off from the bottom of the keypad. All of the keypad buttons were responsive. The keypad cover was removed and there was evidence of contamination visible under all of the key contacts. Evaluation revealed a crack at the battery compartment. Additionally the display screen was found to be dim, discolored with fading text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. Evaluation also revealed a dim, discolored display screen with fading text. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.